Event description:
The hospital reported that the acrobat-I stabilizer did not have any tubing upon opening the box. The hospital has not provided info regarding how the procedure was completed or the date of the event, although it has been requested.

Manufacturer narrative:
The device was returned to the factory for eval. It showed no signs of clinical usage or evidence of blood. A visual inspection determined that the acrobat I stabilizer and blades were returned in each of their sealed packages. The original outer box and the sealed package containing the tubing were not returned. Based upon the received condition of the device, the reported complaint was confirmed as no tubing was returned; however, a lot history review determined that all tubing sets labeled for this batch were accounted for in the device history record prior to release for distribution. Therefore, we cannot determine when the tubing was removed from the box. (B)(4).